Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified: broken shell. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient representative reporting patient "experience discomfort" and was "advised to remove the implants as soon as possible". Patient underwent surgery and it turned out that 1 prosthesis was completely broken. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2., a.6., b.5., b.6., g.1., g.2., h.6.

Event description:
Healthcare professional reported left side rupture.